Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number the device history records review could not be completed.

Event description:
Ide study patient implanted with prodisc-c on (B)(6) 2005 felt a pop in the neck while reaching a cabinet on (B)(6) 2011. Patient experienced some axial discomfort at the base of the neck. Recently, patient has experienced mild exacerbation. Patient being observed, no secondary procedures planned at present per complaint.